Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set fell off due to which hyperglycemia occurs. High blood glucose level was 400 mg/dl. Event occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 5.